Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Report indicated there is suspicion that the doctor punctured transverse colon of the patient while fixation of stomach wall to abdominal wall during the procedure to place a percutaneous endoscopic gastrostomy (peg) tube. Since the transverse colon was found to be upon the stomach, peg tube placement was not performed.